Event description:
It was reported that during daily checks, the cs300 intra-aortic balloon pump (iabp) had display failure. Screen had white strip and was blocking the numbers. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse identified a vertical line on display with decolored spot by the helium tank graphic illustration. Unit was fully functional when tested with a training balloon and trainer. To fix the issue, the fse replaced the display. There was full visibility on display post display replacement and nothing unusual identified in the logs. The fse performed a pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during daily checks, the cs300 intra-aortic balloon pump (iabp) had display failure. Screen had white strip and was blocking the numbers. There was no patient involvement, and no adverse event reported.